Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was smoking and there was a burning smell was confirmed. An assessment was performed and it was observed that there was a burning smell. It was noted that a full pre-test could not be completed due to risk and test equipment. During repair it was observed that the electronic control unit (ecu) was burnt and the wire was disconnected, and there was a liquid residue found on the internal components, electric motor. The assignable root cause of this condition was determined to be due to immersion/improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device, battery casing device, and battery device were smoking and had had a burning smell when used together. It was reported that there was no delay in the procedure due to the event as unspecified spare devices were available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.